Manufacturer narrative:
Lot #: not provided. Expiration date: not provided. Unique identifier (UDI#): not provided. Device manufacture date (mm/dd/yyyy): not provided. (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and had suction was lost repeatedly creating an incomplete flap in patient's right eye (od). Surgeon switched treatment to photorefractive keratectomy (prk). Patient's chief complaint was dry eye and the inability to create the flap. It was stated that the patient had no loss of best corrected visual acuity (bcva). Bcva post op was 20/20. The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2019, right eye pre-op was 20/20 .75 x -.25 x 107 and left eye pre-op was 20/20 1.75 x -.20 x 52.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.